Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The unit was received with the adaptor top. The power switch lit up; however, the unit would not heat. Based on the investigation performed, the reported complaint was confirmed. The unit was approximately (B)(4) days old. The root cause of the issue was found to be a random thermal fuse failure. The unit was repaired under warranty and returned to the user.

Event description:
Customer complaint alleges that the device failed to provide heat at some point during use. No report of patient harm. No medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device failed to provide heat at some point during use. No report of patient harm. No medical intervention necessary. Patient condition reported as "fine".